Event description:
At our institution, the electronic ordering and ehr was deployed with farcical training, and no warning to and preparation for clinicians who attend there a few weeks per month. A pt with a massive gastrointestinal bleed was admitted to one of these doctors. The sign ons changed and no one at the help desk (manned via (B)(6)) could obtain the correct sign on for this doctor. The care of the pt was limited due to lack of access to the details needed in the medical record to adequately manage this case. They were not available on any paper documents. The entire hospital has been compromised for days, according to eye witness accounts by nurses and ancillary staff. Deaths will occur from such delays and confusion in association with meaningfully useless help desks and other support.